Event description:
This is a series of incidents. I have had multiple dexcom sensor failures over the past month. The readings have been wrong with dexcom telling me I was "high" which equals more than 400 when I was having a symptomatic low and my one touch meter told me I was at 45. This is low enough it could result in losing consciousness. I have had sensors fail on 10/19, 10/21, 10/26, 10/27 and 10/28. That is just since I start keeping track. I have not had a single sensor function for the entire promised 10-day period since 9/22. I had one make it to day 8, but it also failed and was very inaccurate for the 24 hours before it failed. I've been using dexcom for years and usually get one of these failures per year. The fact that I now have a 100% failure rate for the past month makes me think there should be a recall of these sensors. FDA safety report ID # (B)(4).